Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors had connection issues. It was further reported that the one-link ¿would spin off and become disconnected from a non baxter coiled syringe". This issue was identified before contrast was injected. There was no patient injury or medical intervention associated with this event. No additional information is available.